Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to customer rough housing. Customer's blood glucose (bg) level was 547 mg/dl with moderate ketones. Reportedly, a manual correction injection was given to the customer to resolve bg and by the end of the call, bg level was in the 300¿s mg/dl range. Customer replaced cartridge and infusion set, and insulin delivery was successfully resumed.